Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 10 mg/ml, dose 4.2 mg/day) via an implantable pump. On the day prior to this report date the patient felt withdrawal symptoms and pump interrogation on this report date revealed that a motor stall occurred and did not recover. No external factors were known to have led or contributed to the issue. Diagnostics/troubleshooting performed were noted as reprogramming via the physician programmer on this report date but it was not successful. No interventions were taken, surgical intervention did not occur and it was unknown as to whether it was planned. At the time of this report, the issue was not resolved and patient status was alive-no injury additional information received from the manufacturing representative on (B)(6) 2016 indicated that neither the physician nor the patient had decided if the pump will be explanted

Manufacturer narrative:
Analysis of the pump(B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft bearing. The pump was received with 37 ml of fluid in the reservoir. The pump was in minimum rate infusion mode. Pump memory logs showed motor stall and motor stall recoveries. The pump passed dispense accuracy testing. Destructive analysis found gear shaft wear on one of the gears inside of the motor.

Manufacturer narrative:
Previously reported conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.